Event description:
Boston scientific received information from a member of the family that the patient with this device experienced a secretion in the surgical wound, indicating a possible infection. No further details were provided. No additional adverse patient effects were reported.

Event description:
Additional information was received that the patient is undergoing treatment at the hospital. It was also reported that the device was not related to the event. No additional adverse patient effects were reported. Attempts to obtain any further information on this particular issue were unsuccessful.

Manufacturer narrative:
(B)(4). An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Manufacturer narrative:
(B)(4). Our records indicate that the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.